Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 199, 275, 230 and 343 mg/dl. The customer's expected fasting blood glucose test result range is 166 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/29/2019 and open vial date is more than three months. The meter memory was reviewed for previous test result history: result 1 :199mg/dl date: (B)(6) 2018 time:8:49 am fasting; result 2 :275mg/dl date: (B)(6) 2018 time:8:04am fasting; result 3 :230mg/dl date: (B)(6) 2018 time:8:03am fasting; result 4 :343mg/dl date: (B)(6) 2018 time:12:18pm fasting.